Event description:
Expiratory valve would not open as reported by respiratory care. Unsure if the unit was on a pt or not. The biomed turned unit on in the shop without gas and had normal startup. Hooked up gas and had a high pressure alarm and the safety valve opened and closed repeatedly. Shut unit off and checked without gas and the air and 02 module were smoking.